Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture (loc) and high, out-of-range (oor) pacing lead impedance (pli) measurement. In addition, high pacing threshold measurement and loss of sensing were reported. Boston scientific technical services (ts) reviewed the strips sent and discussed that the patient could have been sensing in the atrium and ventricular pacing at the maximum tracking rate (mtr) causing inappropriate pacemaker mediated tachycardia (pmt) break that could have put the patient into retrograde conduction. A surgical procedure was then performed where crt-d was explanted. This crt-d is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.